Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that the customer received multiple power source alerts after plugging the pump into a car adapter and wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. The customer¿s blood glucose was approximately 154 mg/dl. Reportedly, the power source alert had not reoccurred after charging the pump.